Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions on how to reset the pump, which resolved the issue since the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer understood and acknowledged.